Event description:
It was reported that a user on the ilet for approximately two weeks experienced delayed correction responses resulting in elevated glucose after lowering their target settings, whereas the first week of use was reported as satisfactory. Symptoms included hyperglycemia peaking at 279 mg/dl as well as polydipsia. Outcomes included no injury and no hospitalization. Troubleshooting and education were provided, and the user was advised to consult their trainer regarding algorithm behavior and settings. Investigation included a complaint assessment based on user report without device return. Investigation of this case revealed no device malfunction identified and no component failure reported, with the event attributed to therapy behavior and recent target adjustments. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.